Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a laparoscopic inguinal hernia procedure on (B)(6) 2016 and absorbable straps were used. During the procedure, straps were fired without any pressure; therefore, this prevented the screen fixation. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
The device was returned in good condition; no visual damages were presented on the returned device. The provided device was fully dispensed and the functional test was conducted successfully, the device worked as intended. No abnormalities were noted on internal device components.